Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was due the home patient loosening the connection between the patient line and transfer set, which is use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during initial drain. The home patient (hp) stated the alarm occurred due to the patient line and catheter coming apart. The technical service representative (tsr) assisted the hp to end therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp clarified his transfer set became separated from the patient line. The hp stated he thought he was opening his transfer set, but was actually loosening the connection between the patient line and transfer set. Per the hp, therapy was going well. There was no patient injury or medical intervention reported.